Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the black box data for the date of the event was not available. The current black box showed that partially discharged batteries had been installed on (B)(6) 2017 resulting in low battery alarms. The battery compartment was cracked; no moisture/corrosion was observed in the battery compartment. No damage found to returned battery cap. The battery cap was able to attach securely and the pump powered on with the returned cap. During testing, current draws measured within specifications. The complaint of a cs 128 battery life issue was not duplicated during testing. The pump cover was removed and no evidence of internal moisture was observed; no loose components were observed inside the pump. Unrelated to the complaint, investigation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.